Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to implant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent surgery (B)(6) 2012, to access sleeper site. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. (B)(4).